Manufacturer narrative:
Other relevant device(s) are: tracker 9736146, zeiss kinevo microscope. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used outside of procedure. It was reported that the clinical specialist (cs) was attempting to calibrate a microscope but the system was unable to see the bracket. The cs re-seated all the connections without resolution. The jig was receiving power and the bracket was in port b. There were no loose wires on the bracket. It was confirmed that they were getting power on the area the bracket connects to. There was no patient present at the time of the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The microscope tracker was returned and analyzed. It was found to be in good condition with no apparent physical damage. The tracker was found to be fully functional when connected to a known good system, with all leds firing. No problem was found. The microscope cable was returned and analyzed. The returned cable had a bent pin on the "odu-mac" connector. The cable passed a continuity test with no opens or shorts detected. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: tracker 9736146 zeiss kinevo microscope and cable 9736143 s8 zeiss kinevo. If information is provided in the future, a supplemental report will be issued.